Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient was at home around 5:00 a.m. They got up the bg reading was 34 mg/dl. The husband provided juice to the patient but he couldn¿t increase the bg . The reporter did not mention what the cgm and bg readings were after drinking the juice. However, he stated that he called the ambulance when the bg reading dropped to 31 mg/dl. When the ambulance arrived, the patient passed out. The reporter did not mention any other symptoms prior to her passing out. The ambulance personnel were calling the patient´s name, and eventually, the patient regained consciousness. According to the reporter, the ambulance personnel did not perform any treatment when they arrived; they took the patient to the hospital around 8:00 a.m. At the hospital, the reporter couldn¿t recall what treatments or medications were provided. The patient also did not mention what the bg and cgm readings were at the hospital. He mentioned that they were discharged the same day around 4:00 p.m. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.